Event description:
It was reported when using the bd veritor¿ system for rapid detection of group a strep clia-waived kit, one (1) patient group a strep negative result was obtained from a veritor analyzer. Three staff members visually read the test cartridge, observed a faint line, and questioned the negative result. The same cartridge was reran on the veritor analyzer and a group a strep positive result was obtained. There were no health impact or consequences reported.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges discrepant result when using kit grp a strep 30 test veritor (material#: 256040), batch number unknown. The customer reported that they are receiving discrepant results. Customer stated the end user is getting positive results for a test from a different non-bd rapid test, and then they test the sample on a veritor test to confirm the positive. On the veritor, they would get a negative for that sample, then they would repeat the test on the veritor and get a positive result. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were not performed as there was no batch number provided. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for discrepant result was conducted, no adverse trend was identified. There were no corrective actions taken at this time.

Event description:
It was reported when using the bd veritor¿ system for rapid detection of group a strep clia-waived kit, one (1) patient group a strep negative result was obtained from a veritor analyzer. Three staff members visually read the test cartridge, observed a faint line, and questioned the negative result. The same cartridge was reran on the veritor analyzer and a group a strep positive result was obtained. There were no health impact or consequences reported.